Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that as the case was finishing the doctor stated that the suction irrigator was leaking. Went to unplug and fluid and motor was running without the buttons being pressed. The battery box was very hot and had to pop the batteries out to shut off.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: continuous activation probable root cause: material/design error: constant irrigation flow is not maintained leading to limited field of view. Stopcocks in improper configuration. Large anatomy. Missing o-ring. Damaged or deformed o-ring. Pump malfunction (motor, control board, harness, power supply, battery, or cassette). Clogged tubing. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that as the case was finishing the doctor stated that the suction irrigator was leaking. Went to unplug and fluid and motor was running without the buttons being pressed. The battery box was very hot and had to pop the batteries out to shut off.